Event description:
It was reported that the patient developed a meningitis infection. Cerebrospinal fluid (csf) cultures were obtained and an unknown organism was noted. Antibiotic treatment was needed and the date of onset of the infection was 2014 (B)(6). The location of the issue was noted to be the catheter track. The catheter and pump were explanted. It was noted there was no alleged product issue and the patient required hospitalization. No diagnostic testing or troubleshooting was performed. The pump was being used to deliver prialt. It was later reported that the patient was doing much better. The patient was out of the intensive care unit (ICU) and walking the halls of the hospital.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the circumstances of the adverse event or incident were a wound infection around the pump. The cause of the event was noted patient being morbidly obese and had staples removed prematurely. The pump was removed and there were no recent relevant laboratory findings. It was reported the patient had recently underwent a trial of intrathecal prialt and did very well as of (B)(6) 2014. The patient wanted an intrathecal pump placed, but the patient's health care provider did not believe the patient was an ideal candidate as she was obese and diabetic. It was also believed, however the patient was well motivated. Placement of the intrathecal pump was thought to be mildly complicated prior to surgery, due to her prior back surgery. The pump was placed on (B)(6) 2014. It was noted that during the incision the abdominal wall was not encountered. Therefore, a pocket was developed inferiorly in the fatty layer. At the inferior portion of the pocket the abdominal wall was encountered. Sutures were placed in the abdominal wall for retention of the pump. There was free flow of water clear cerebrospinal fluid (csf). There were no apparent complications. The pump was filled with prialt and the next day the patient was discharged. On (B)(6) 2014 the patient returned for follow up. It was reported that the previous thursday the patient went to the emergency room irritation from the staples and had the staples removed by an emergency room physician. No steri-strips or other restraining devices were used. There was some drainage from the wound since the staples were removed. The wound looked "fine" at the time, however. As of (B)(6) 2014, the patient continued to have intermittent drainage of a serous pink fluid. There was not any discharge of foul-smelling or purulent fluid. The wound looked fine. Three days later the wound continued to drain some. The wound was able to be pressured to get some of the drainage out. It was clear fluid that was very slightly sanguineous. There was no evidence of purulence. The wound was redressed. On (B)(6) 2014 the patient was admitted to the intensive care unit (ICU) with high fever, decreased mentation, and possible meningitis. The patient had been complaining of fever and chills the past couple days and approximately 5 hours before being admitted to the ICU, she developed severe shaking chills. Shortly thereafter she began complaining of abrupt onset of severe headache. The patient also had generalized pain in all extremities. She appeared to be very uncomfortable and agitated. In general she was coherent, but sometimes was mumbling her speech. The patient was brought to the emergency room and was very anxious and complaining of pain. The patient's temperature was 103.8. A lumbar puncture was performed and the gram stain reported to reveal some gram-positive cocci in pairs as well as in chains. There were, however, no white blood cells visualized. The analysis of the fluid revealed 742 red cells and 1 white. The patient's white count on admission was 12.7 with a shift. It was reported the protein of the fluid specimen was reported as over 800, which would be extremely high for circulating spinal fluid. There was concern from the hcp to consider the possibility of subarachnoid hemorrhage, given the sudden onset of the headache and the results of the fluid analysis. The pump had been working well with good pain relief prior to this; however, there was concern over poor healing of the midline lumbar incision. On exam, the patient was obtunded. She opened her eyes to voice, but would not consistently follow commands. The patient was in considerable discomfort with a temperature of approximately 101.8. Her blood pressure was stable, but she was moderately tachycardic. There were no periods of hypotension. Eye movements were conjugate and her pupils were equal and reactive to light. Facial movements were symmetrical. There was no de finite nuchal rigidity present. There was some resistance to neck flexion. Babinski was (B)(6). There was no nasal or ear drainage noted. The subcostal incision at the location of the pump pocket was well-healed. A second incision 4 centimeters (cm) long in the mid and upper lumbar region was poorly healed. There was no visible drainage at the time, but there was some drainage on the pad underneath. The patient moved all 4 extremities spontaneously with good strength. Deep tendon reflexes were hypoactive throughout. There were generalized myalgias. It was assumed the catheter and, therefore, the pump were infected and required removal. The patient was started on broad-spectrum antibiotic coverage. The device system was explanted that day. The lumbar incision was opened and there was spontaneous drainage of a large amount of fluid. There appeared to be two kinds of fluid. There was a thick, tan-colored accumulation which filled the subcutaneous pocket which was approximately 3.5 cm in diameter. This had the appearance of pus. There was nearly equal addition of a separate clear water-like material that was superficial to the purulent layer and the two types remained separate "like undisturbed oil in water." Multiple cultures were taken for aerobic, anaerobic bacteria, acid fast basilica, and fungus. The catheter was freed from its attachment to the lumbar fascia and could be easily removed. It was not possible to get any return of clear fluid from the catheter even if it was held as low as possible. It would not siphon any fluid. The distal 3 cm were sent f or culture and sensitivity. Upon re-opening the incision in the upper left quadrant, there was immediately a large pocket of purulent material as well as the same clear watery material that was found in the lumbar incision. The character of both fluids appeared to be identical. The pump was removed. Both incisions were irrigated using 3 liters of irrigant antibiotics. The incisions were closed with sutures. The patient was taken to the ICU in stable condition having tolerated the procedure well. It was later reported one colony group of beta streptococcus was isolated from the cerebrospinal fluid culture. There were 12 colonies of beta streptococcus from the catheter tip culture. On (B)(6) 2014, the patient was noted to have continued to leak csf from the lumbar spinal incision and was taken back to the operating room on (B)(6) 2014 for exploration and re-closure of the wound. The patient was assessed that morning and leaked copious amounts of csf from the wound. The patient was taken back to the operating room for re-exploration of the wound and closure of the csf fistula. The patient was intubated and sedated. The patient was booked for urgent surgery on that afternoon. The skin sutures and subcutaneous sutures were removed. It was difficult to identify a healthy fascial layer due to the patient&#62688;past surgeries. The csf appeared to be coming from the superior aspect of the wound and therefore the incision was extended superiorly by 2 cm. Upon doing so, a small pinpoint hole from which csf egressed was identified. This area was overseen with 2 figure-of-eight sutures which stopped the cdsf leak. The tissue was closed and the patient was transferred to the ICU in stable condition, still intubated. Two days later the patient had persistent spinal fluid leak though the previous lumbar wound. A lumbar drain was placed. A tuohy needle was inserted into the spinal canal at approximately l4 and there was free flow of water-clear csf. A lumboperitoneal shunt catheter was inserted. There were no apparent complications.